Manufacturer narrative:
1038671-2024-03604 1038671-2024-04201 d10: concomitant devices (B)(6) 02-012-48-3009 - logic cr tib insert slope+, sz 3, 9mm (B)(6) 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t (B)(6) 200-02-35 - three peg patella 35mm. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, femoral loosening, tibial loosening, bone fracture and/or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that approximately 91 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain and discomfort, swelling, mobility impairments, bone deterioration, cysts; ongoing medical care. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.